Event description:
It was reported by the patient's legal representative that the patient underwent a total hip arthroplasty on (B)(6) 2006 and subsequently was revised on (B)(6) 2012 due to elevated metal ion levels. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Manufacturer narrative:
This supplemental is being filed to report additional information received on july 22, 2014.

Event description:
It was reported by the patient's legal representative that the patient underwent a total hip arthroplasty on (B)(6) 2006 and subsequently was revised on (B)(6) 2012 due to elevated metal ion levels. This report is based on allegations set forth in patient's notice and the allegations therein are unverified. Further information received (B)(6) 2014: reason for the primary surgery was a subcapital fracture which failed to unite adequately. Patient was revised due to elevated metal ion levels, pain and suspicion of alval (fluid collection was visible on MRI). Patient also reported a clicking from the hip and limitation of rotation and difference in leg length. During the revision metallosis was seen in the soft tissue around the hip.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Item was not returned to the manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Initial reporter - unknown. This is 2 of 2 MDR reports submitted for the same event. Also see: 3002806535-2014-00044.